Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging a test strip port issue with his onetouch ultramini meter. The patient claimed the strips were falling out of the test strip port. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began at an unspecified time on (B)(6) 2017. The patient stated that he manages his diabetes with self-adjusted insulin and claimed he continued to take his usual dose of 40 units of lantus and an unspecified dose of humalog insulin in response to the alleged issue. The patient reported that on (B)(6) 2017 after the alleged issue began, he developed symptoms of ¿dizziness, weakness and sweating¿. In response to the symptoms, the patient claimed he was treated with IV fluids at the emergency room (ER) at an unspecified time of (B)(6) 2017 and was admitted to hospital for an unspecified time. The patient¿s blood glucose was reportedly measured at ¿542 mg/dl¿ on the ER device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute high blood glucose excursion after the alleged product issue began.